Event description:
Same case as MDR ID: 2134265-2014-05520. It was reported that a rotawire fracture occurred. A rotablator rotational atherectomy system and 330cm rotawire were selected to treat the target lesion. During preparation, while testing the burr at 185,000rpm, it was noted that the rotawire fractured at the mid part just before the guide catheter. There was difficulty removing the wire from the burr so they pulled the distal portion of the rotawire from the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The visual and tactile inspection was performed and the device returned fractured in two sections; moreover the spring tip is kinked. The overall length of the proximal section is approximately 202.7cm and the distal section is approximately 127.6cm. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-05520. It was reported that a rotawire fracture occurred. A rotablator rotational atherectomy system and 330cm rotawire were selected to treat the target lesion. During preparation, while testing the burr at 185,000rpm, it was noted that the rotawire fractured at the mid part just before the guide catheter. There was difficulty removing the wire from the burr so they pulled the distal portion of the rotawire from the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported.